Event description:
During internal testing co has identified a sequence of unanticipated user actions that can result in the potential for mismatched pt data being displayed on the bedside monitor. Investigation by engineering determined event to be software related. No pt involvement.